Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately five months ago. The stent graft was implanted in zone 4. The proximal aorta was 24-22 mm in diameter and 41 mm in length. The aortic neck had no mural thrombus. The distal aorta was 22-21 mm in diameter. The right iliac artery was 14-11 mm in diameter and the left iliac artery was 14-13 mm in diameter. The right femoral artery was 12 mm in diameter and left femoral artery was 9 mm in diameter. A CT without contrast at the one month follow-up revealed an unknown endoleak. The endoleak was believed to be either a possible type ii or a type iii fabric endoleak; however, it was not possible to classify due to the imaging technique. No intervention has been performed. The decision was made to monitor the patient. No clinical sequelae were reported. Films at 5 months post implant were reviewed and show no obvious endoleak or any stent graft issues.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (type 2 endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type 2 endoleak).